Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The system was reportedly planned for explant. There were no additional adverse patient effects reported.